Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the touchscreen response is slightly delayed. The customer's blood glucose (bg) was not impacted. Troubleshooting with tandem customer technical support was not performed as the customer declined to troubleshoot. The customer reported that the pump would continue to be used for insulin therapy.